Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse reported that the unit turned on just fine during his repair service. He was unable to duplicate the ¿shutdown and failing to powering up¿ issue. The unit switches to on and off consistently with no problem or shutting down. The event logs did not show any alarm code pertaining to user complaint as well. The fse reviewed the internal statistics and 2/11 was the last time it has a full charge recorded. The problem might have been caused by a depleted battery and ac supply might have not been present at the time customer has experienced the problem. Later on the fse found out that the internal battery statistics were not recording the discharge start and end date/time and full charge/top off data. This may or may not be related to the user request, but to fix this issue the fse, replaced the main pcb. The fse also replaced the power cord due to high grounding resistance which is not within specs. Battery due date is january, 2019. All test protocols are all within specification. The fse then performed full functionality, performance and safety testing as per factory specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) does not turn on. The unit shuts down on and off. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.